Event description:
The 21 gauge needle was advanced into the abscess and a 0.018 guide wire advanced through the needle into the abscess. This was exchanged for an accustick system. The abscess was firm and rigid in advancing the accustick catheter over the wire. In removing the wire and inner stiffener of the accustick system, the wire and accustick catheter fracture within the abdomen. A fluoroscopic CT scan of the abdomen reveals a retained wire and accustick catheter fragment within the right lower quadrant, partially contained within the abscess. The wire fragment also projects posteriorly into the psoas muscle. FDA safety report ID# (B)(4).